Manufacturer narrative:
Other, other text: one medfusion 3500 pump was returned for analysis due to a system failure. The device's history showed a primary audible alarm post error. A primary audible alarm post error was found at power up. The interconnect board (high profile c9) does not operate as intended. The operator replaced the interconnect board and also replaced the speaker for preventive maintenance. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
Information was received that device had system failure test alarm. No adverse effects reported.